Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm. There was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for evaluation. Therefore, root cause was not established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.